Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Difficulty walking [gait disturbance]. Knee swelling/fullness [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 02/19/2008 from a nurse regarding a female patient, initials d-d. The pt's relevant medical history included degenerative arthritis of the right knee. The pt received synvisc injections in both knees in 2007. The third injection was given the same month. The day after this injection, the patient experienced knee swelling and fullness and difficulty walking. The patient had 75 ml of fluid aspirated from the knee and 40mg of depo-medrol injected. The aspirate culture was negative. It was unknown if these events occurred in the right or left knee. As of the date of receipt of this report the patient had recovered.